Manufacturer narrative:
Additional information was received that the moderate aortic insufficiency of the first valve was paravalvular leak (pvl). The proce dure lasted approximately seventy minutes. Act (activated clotting time) levels were above 250 seconds throughout the procedure, and monitored ten minutes after the initial heparin dose was administered then a minimum of every thirty minutes. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 16-apr-2023, UDI#: (B)(4). Product analysis: both explanted valves were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded and load verification was performed with adequate results. The valve was deployed to 80% and the valve appeared to be in an adequate position; approximately 3 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). The valve was checked via transesophageal echocardiogram (tee) prior to deployment. Tee showed the valve constrained, however, a decision was made to release the valve and then post dilate the valve using a 20 mm non-medtronic balloon (true). The valve was fully deployed. Fluoroscopy showed the valve had dislodged into the sinuses, which was confirmed with tee. A snare was introduced to relocate the valve, however it was discussed to not snare and place a second valve in the annular position instead. Moderate aortic insufficiency was observed on tee. The patient was paced and blood pressure was reported to be approximately 90-90/40 millimeter of mercury (mmhg). A second transcatheter bioprosthetic valve was loaded and a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. The valve was deployed in the annular position at a depth of 5 mm on the ncc and 5 mm on the lcc. Coronary flow was present after the first and second valve deployment under angiography and tee. Trace paravalvular leak (pvl) was observed on tee following the second valve implant. The flow velocity was reported as approximately 1.9-2.0. The patient's blood pressure was stable at 100/50 mmhg with the heart rate paced. Approximately 20 minutes later, the patient became hypotensive. Tee was performed which indicated the anterior distribution of the heart was suppressed and with an apparent clot in the left main coronary artery (lmca). Non selective angiography confirmed that the flow to the lmca was insufficient and a coronary occlusion was reported. An open aortic valve replacement was performed. Both transcatheter valves were explanted and a surgical aortic valve was implanted. Coronary flow was adequate and ejection fraction improved after surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record and frame record were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the limited information available and without a returned valve for analysis, a conclusive root cause for the under expansion cannot be determined. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited information available but the post-implant balloon aortic valvuloplasty (bav) may have been a contributing cause. In addition, dislodge events are typically not related to a device malfunction paravalvular leak (pvl) and low ejection fraction can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, but a conclusive cause could not be determined from the limited information available but the dislodgement and occlusion may have been contributing causes. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. With the limited information available, a conclusive cause could not be determined but the reported clot in the left main coronary artery (lmca) and coronary occlusion were likely contributing causes. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). A conclusive cause of the coronary occlusion could not be determined from the limited information available but the reported clot in the lmca may have been a contributing cause. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. As act (activated clotting time) levels were above 250 seconds throughout the procedure and no pre-existing coagulopathy issues were reported, an assignable root cause for the thrombus cannot be determined. Updated section h.6 method, results, conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.